Event description:
It was reported that the ventilator would not ventilate. No patient involvement or injury was reported.

Manufacturer narrative:
A sample was received to perform an investigation. A visual inspection of the returned ventilator found the tamper seals intact. The device was received in with a cracked patient valve assembly, no other apparent physical damages. Functional testing of the device was performed by connecting to an o2 source and powered on to check various settings. The reported problem was duplicated. The continuous flow was discovered at the adult settings on maximum. The cause of the problem was due to a faulty rolling diaphragm. The problem was resolved by replacing the rolling diaphragm. A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.